Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 60000579 finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a brim cap detached issue was observed. Catheter presented error 106 (contact sensor) making it impossible to reset the radio frequency applications. When proceeding with the vizigo sheath to perform the lesions, it was noticed that the valve was damaged and if inserted in the patient, would return with blood. Therefore, the physician chose not to follow with the use of it. According to the internal protocol of nursing, the sheath was discarded. It was not possible to photograph or send for technical evaluation. Procedure followed safely after material replacement and no damage was caused to the patient. Additional information was received. This part had a leakage issue. The hemostatic valve dislodged outside of the hub. The brim cap/hub became detached from the sheath. They did not have a photo of the damaged product. Due to hospital protocol, they cannot take photos of the operating room. The sheath was not being used on the patient. The error 106 error was assessed as not MDR reportable. Warning functioned as intended. The issue described for the vizigo was assessed as a brim cap detached MDR reportable issue.